Event description:
This lead was implanted on (B)(6) 2007 and explanted on (B)(6) 2011 due to an unknown product performance issue. The procedure took place at jeanes hospital with dr. Suman jaswal. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).